Event description:
A (B)(6) male pt contacted zoll customer support to report that he was unable to perform download with his battery charger/modem. Upon troubleshooting, a pt svc rep determined that the charger was unable to power on past the initial start-up screen. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger would not power on past the initial start-up screen. The cause was corrupt flash programming. The root cause of the corrupt programming was unable to be positively determined. No adverse event resulted from the corrupt programming. The pt was provided with a replacement charger.